Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration unknown) 10mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome. The event date was (B)(6) 2015. The patient experienced a sudden change in therapy. The patient went to the hospital several times because the pain had become unbearable and still had to take oral medication. They kept going up on the dose and it was like he was not getting enough medication. The patient planned to follow up with their healthcare provider (hcp). The physician took away the use of his personal therapy manager (ptm). The patient was "highly dependent" on the pump and can't walk without it. The cause of the event, interventions, troubleshooting/diagnostics, concentration, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).